Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. Additional information indicated that the cause of high threshold was undetermined but it was suspected to be some sort of lead failure. This rv lead was explanted and replaced. No additional adverse patient effects were reported.